Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. Use of an additional or alternative device was required to achieve optimal outcome. Problem associated with the device failing to be activated including partial activation. Tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an aortic arch aneurysm using gore® tag® conformable thoracic stent grafts with active control system. After deployment of ctagac (tgm262615j), incomplete device expansion was confirmed at the small diameter/the outer curvature of the aorta. Ballooning was performed to expand the device but the incomplete deployment seemed to be unresolved. Non-gore stentgraft (najuta) was additionally implanted within the ctagac. The patient was decided to be monitored and the procedure was completed. Reportedly that the patient aorta was quite narrow in diameter and there was a difference in diameter from the distal aorta. It might be a factor of this incomplete device expansion. Based on the fluoroscopic images, there was seen a incomplete device expansion during the primary deployment and no change in dilation was seen after the secondary deployment.